Manufacturer narrative:
Product is not being returned for evaluation therefore, no determination could be made for the reported device failure.

Event description:
During a rotator cut repair, the tip of the needle broke off. The surgeon was passing the needle through the cuff. The needle deflected and the tip of the needle. Broke off and is still lodged in the inner tissue of the shoulder. The surgeon was able to finish the case with another needle, but the broken piece of the needle could not be retrieved. A delay of five minutes resulted. Device is not being returned for evaluation ra.)